Manufacturer narrative:
The patient experienced a high blood sugar reading of 475 at 3am in the morning on (B)(6) 2017. The patient stated that he experienced his stomach hurting, and was also vomiting as well and could not keep anything in him. . The patient was hospitalized (B)(6) 2017. The patient bolus dosing instructions are 5 clicks at breakfast, 5 clicks at lunch, and 5 clicks at dinner. The patient also reported that he has had 3 v-go devices in which he could not hear the clicking sound when he successfully pressed the bolus ready and the bolus delivery button. The patient did confirm however that the buttons did function correctly but just simply did not hear the clicking the noise. The v-go device was discarded at the hospital.

Event description:
Type 2 diabetic on vgo since (B)(6) 2017, currently on vgo 40, reported to valeritas customer care that "he had experienced a high blood sugar reading of 475 at 3am in the morning on (B)(6) 2017. The patient mentioned he went to see his doctor and was advised and directed to proceed and go to the hospital. The patient stated that he was hospitalized from (B)(6) 2017. Pt. States that he has had 3 vgo devices from the same box which did not make a clicking sound when he was pressing bolus buttons. With two of the vgo devices the pt. Noticed his bg was a bit elevated, but not as elevated as with the third vgo. Pt. Reports his bg with the third vgo was 475, he was vomiting, weak and had stomach pain. Pt. States he was admitted to the hospital with a diagnosis of dka, treated with insulin and then discharged home after 3 days. Prior to this event the highest bg the pt. Recalls was just under 200, with most bg values being under 160. Pt. Reports his bg is well controlled on the vgo with 5 bolus clicks per meal. Pt. States that he does not think the vgo was delivering insulin as he could not hear "the clicks" when bolusing. Pt. Disposed of the vgo in this report.

Manufacturer narrative:
Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked. Mdr1226572-2018-00039 is a duplicate of MDR 1226572-2018-00016.